Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The patient presented with a restricted posterior leaflet and possible cleft between p2 and p3. Two ntw clips were implanted, reducing mr to grade 1. It was noted that imaging was difficult due to anatomy and the restricted posterior leaflet made it difficult to grasp the leaflets. One day post-procedure, one clip had detached from the anterior leaflet and mr had slightly increased. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the mr increasing to 1+ was due to the slda. The cause of the reported incomplete coaptation (periprocedure) associated with the slda could not be determined. The reported difficult or delayed positioning (leaflet grasping) associated with the difficult grasping was due to visualization difficulty. The reported image resolution poor was associated with difficult visualization due to anatomy. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.